Manufacturer narrative:
Section h10: according to data obtained from the swedish hip arthroplasty register - annual report 2019 [1] - a total of 912 cemented polarcup primary total conventional hip replacement procedure were studied in a period between 2003 and 2019. From this cohort, eight (8) patients required a revision surgery of the cup due to different reasons, including loosening/osteolysis, dislocation and periprosthetic fracture. As the information was extracted from the registry, no further information is available. The complaint device, used in treatment, was not received for investigation, a visual inspection could not be performed. The part and the batch number of the device is not known hence the batch record review could not be performed. The complaint history review was performed. The device labeling was reviewed, the instructions for use for the complaint device (lit.no. 12.23, ed. 03/21) stated possible side effect such as inadequate osseointegration and hip fracture resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. Due to insufficient information it is not possible to perform a review of past corrective actions. For the medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The images/photos provided in the article have been interpreted within the text; therefore, no further analysis of the images/photos is required. The impact to the 8 patients beyond the reported loosening/osteolysis, dislocation and periprosthetic fracture and revisions cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed. To date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues. [1]: swedish hip arthroplasty register annual report 2019, kärrholm et al. Internal complaint reference number: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
According to data obtained from the swedish hip arthroplasty register - annual report 2019 - a total of 912 cemented polarcup primary total conventional hip replacement procedure were studied in a period between 2003 and 2019. From this cohort, eight (8) patients required a revision surgery of the cup due to different reasons, including loosening/osteolysis, dislocation and periprosthetic fracture. As the information was extracted from the registry, no further information is available.